Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer rf (radio-frequency) head had a connector failure. The rf head didn't work, due to intermittent function of the connector. Manipulation of the connector resolved the issue. The rf head was returned for repair. There was no patient involvement.